Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested (B)(4).

Event description:
An ophthalmologist reported that approximately six months following an intraocular lens (iol) implant procedure, the iol was exchanged due to a mechanical complications. There were no specific details regarding the mechanical complication provided. Additional information has been requested.